Event description:
It was reported to philips that the device was not powering on. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests for crashes during software updated. The unit was stuck in the boot up splash screen. The failure was isolated to the defective flash drive memory u39/u40.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not powering on. There was no reported patient or user involvement and no adverse patient/user impact.